Event description:
Healthcare professional reported right side rupture confirmed during explant surgery. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as surgical damage and missing assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side rupture confirmed during explant surgery. Device was explanted and replaced with a non-abbvie device.